Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A manufacturing record review was completed for lot 73a2300043. There were no nonconformances related to this lot during the manufacturing process. Case details were reviewed. Turnpike spiral 135cm used to gain access to distal lad through 7fr guide. Turnpike spiral was torqued to distal lad. Lad was calcified and dr steiner was attempting to swap wire out for rotowire. Upon backing out the turnpike spiral, while turning in counter-clockwise direction, tip broke off. There was not resistance prior to tip dislodgment. Tip of turnpike spiral occluded the distal lad, causing no flow to apex of the heart. Patient had arrhythmias and needed to be shocked, CPR, and intubated. Impella cp was deployed for support and case was abandoned. Patient taken to ICU on ventilator. Patient on levophed drip and stable. Patient not a candidate for surgery, based on the amount of disease in the vessel and no landmarks. The IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury. If using the turnpike or turnpike lp, unwind the catheter to its relaxed position and apply backward tension in order to dislodge the tip. If using the turnpike spiral or turnpike gold, rotate the catheter in the counter-clockwise direction with backward tension in order to dislodge the tip. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Without receiving the device back and completing an evaluation it is undeterminable to state the root cause of the failure. The final root cause will be documented as (undeterminable- no product returned). The der process will continue to monitor for any similar events.

Event description:
It was reported by the sales representative who was called into the case that: "turnpike spiral 135cm used to gain access to distal lad through 7fr guide. Turnpike reached destination point. Upon removal, the tip of turnpike spiral broke off in the patient's distal lad. Patient coded and needed to be resuscitated. Patient defibrillated twice and recovered. Tip could not be retrieved and had to be left in the lad. Peripheral ventricular assist device pvad was inserted for lv support. Patient was on a vasopressor infusion and stable. Patient not a candidate for surgery, based on the amount of disease in the vessel and no landmarks." Additional information received from sales rep who was in contact with the interventional cardiologist on (B)(6) 2024 reported that: "lad was calcified and there were attempts to swap guide wire out for another wire. Turnpike spiral was torqued to distal lad. Upon backing out spiral, while turning in counter-clockwise direction the tip broke off. There was not resistance prior to tip dislodgment. Tip of turnpike spiral occluded the distal lad, causing no flow to apex of the heart. Patient had arrhythmias and needed to be cardioverted, CPR initiated and was intubated. Pvad cardiac pump was deployed for support and case was aborted. Patient was taken to ICU on a ventilator. The patient passed away less than 12 hours later on (B)(6)."

Event description:
It was reported by the sales representative who was called into the case that: "turnpike spiral 135cm used to gain access to distal lad through 7fr guide. Turnpike reached destination point. Upon removal, the tip of turnpike spiral broke off in the patient's distal lad. Patient coded and needed to be resuscitated. Patient defibrillated twice and recovered. Tip could not be retrieved and had to be left in the lad. Peripheral ventricular assist device pvad was inserted for lv support. Patient was on a vasopressor infusion and stable. Patient not a candidate for surgery, based on the amount of disease in the vessel and no landmarks." Additional information received from sales rep who was in contact with the interventional cardiologist on (B)(6) 2024 reported that: "lad was calcified and there were attempts to swap guide wire out for another wire. Turnpike spiral was torqued to distal lad. Upon backing out spiral, while turning in counter-clockwise direction the tip broke off. There was not resistance prior to tip dislodgment. Tip of turnpike spiral occluded the distal lad, causing no flow to apex of the heart. Patient had arrhythmias and needed to be cardioverted, CPR initiated and was intubated. Pvad cardiac pump was deployed for support and case was aborted. Patient was taken to ICU on a ventilator. The patient passed away less than 12 hours later on the (B)(6)."

Manufacturer narrative:
Qn# (B)(4).